Event description:
Additional information was received from the rep reporting that the patient was reprogrammed on (B)(6) 2022 and given the program 3+ 4- 5- 6+, 390ms, 60hz, 8.5ma. This covered the lower part of her leg where needed although was missing the foot but we have agreed to see how this works to try and get some pain relief then tweak later as necessary. The patient reported no shocking sensations during reprogramming, or when the ins was palpated on these settings. Impedances were fine and there were no issues when lead connectivity checked. The patient was going to update the team if she has any more shocks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date inaccurate, only the year is valid. The country of origin is the united kingdom. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had effective therapy for three to four years. Now the patient was experiencing less effective therapy and noted the appearance of the "out of regulation" message. They noticed the less effective therapy and the appearance of the message were occurring since they were using bluetooth headphones. The patient did not fall (or experience other trauma) and they did not undergo a surgery. The patient's impedances were all in range. The patient's programmed amplitude was around 8-8.5 ma. Additional information received from a manufacturer representative. It was reported that the cause of the "out of regulation" message was not determined. They had been seen on a number of occasions and reprogrammed, but the problem persisted. The issue was not resolved. It was noted that the ins was regularly depleted. It was reviewed that if the ins was not charged enough it could result in the ins not being able to deliver the programmed settings (resulting in the "out of regulation" message). The representative could not find optimal coverage of the pain areas. They then decided to provide the patient with an hd option (300 hz) over two programs which covered the pain areas. Since then, the patient experienced a shock like sensation around the bottom and middle of their back which was unbearable. The patient was asked to turn down their stimulation or to turn it off until they could be seen in the clinic again. The patient was concerned there was an issue with the ins. The bluetooth headphones were worn by someone else when they patient came in contact with them and that was when they started to feel "strange" and they thought this was when the out of regulation issues occurred. The patient could not increase the amplitude beyond 8.2. It was also noted that the patient experienced a problem with ins drainage when in proximity of "gamer on phone."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was serving a customer in the shop where she works in and the customer had bluetooth headphones on and was playing a game on his phone. When the customer came to the counter, she suddenly felt very unwell and had to leave work. When she got home her ins was off and had completely depleted; the ins had been at a good battery charge before she came into contact with the gamer. The cause of the shocking was not determined. The issues were not resolved. The rep was going to see the patient on (B)(6) 2022 and will try to reprogram with a double guarded cathode.